Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of adapter / connector defective / damaged was not confirmed upon inspection of the photo. The photo sample showed a 20g used cannula, which is not the product reported for this complaint (22g venflon pro safety). Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety had a defect at the base of the catheter. The following information was provided by the initial reporter: verbatim. In addition, I would like to report a new case of material safety on a venflon pro safety reference 393222 with a manufacturing defect at the base of the catheter.